Event description:
It was reported that this insertable cardiac monitor (icm) showed flat line and erratic signals on presenting electrograms (egms) from two different days. Furthermore, there were inappropriate pause events in relation to the flat signals. The field representative considered the icm was shifting. The patient has breast implants. Further analysis and icm revision recommended. Additional information was received from the field representative mentioning that the device was implanted into the breast implant by the fellow. The implants were removed. At this time the icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) showed flat line and erratic signals on presenting electrograms (egms) from two different days. Furthermore, there were inappropriate pause events in relation to the flat signals. The field representative considered the icm was shifting. The patient has breast implants. Further analysis and icm revision recommended but the icm remains in service at this time. Additional information was received from the field representative mentioning that the device was implanted into the breast implant by the fellow. The implants were removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) showed flat line and erratic signals on presenting electrograms (egms) from two different days. Furthermore, there were inappropriate pause events in relation to the flat signals. The field representative considered the icm was shifting. The patient has breast implants. Further analysis and icm revision recommended. Additional information was received from the field representative mentioning that the device was implanted into the breast implant by the fellow. The implants were removed. At this time the icm has been returned for analysis. No additional adverse patient effects were reported.